Manufacturer narrative:
UDI: pre-UDI. Initial reporter information is unknown. Occupation: unknown. Additional information has been requested. At this time the subject endoscope is being investigated. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 06 jan 2020 fujifilm corporation was informed by fujifilm asia pacific pte. Ltd. (Ffap) that the subject loaner scope tested positive for "gram negative rod - ochrobactrum" and "gram negative rod - roseomonas mucosa" at the medical facility in singapore. This issue was found by periodical culturing test performed at the facility; the colony-forming unit (cfu) is unknown. The facility received this scope for use on 08 aug 2019 and received the test report on (B)(6) 2019. It is unknown if there was patient involvement or number of patients however, no death or serious injury has been reported to be associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
UDI: pre-UDI. Initial reporter information is unknown. Occupation: unknown. Additional information has been requested. At this time the subject endoscope is being investigated. If any additional relevant information is provided, a supplemental report will be submitted. On 26 feb 2020 the investigation was completed. There were no defects discovered related to infection/contamination. A report on culturing was requested from the customer facility, however the customer declined to provide it. If any additional relevant information is provided, an additional supplemental report will be submitted.

Event description:
On 06 jan 2020 fujifilm corporation was informed by fujifilm asia pacific pte. Ltd. (Ffap) that the subject loaner scope tested positive for "gram negative rod - ochrobactrum" and "gram negative rod - roseomonas mucosa" at the medical facility in (B)(6). This issue was found by periodical culturing test performed at the facility; the colony-forming unit (cfu) is unknown. The facility received this scope for use on 08 aug 2019 and received the test report on (B)(6) 2019. It is unknown if there was patient involvement or number of patients however, no death or serious injury has been reported to be associated with this event. This report is being submitted in abundance of caution.